Manufacturer narrative:
Report required by FDA for eua. (B)(4). User report to FDA: mw5105458.

Event description:
User reported false positive result. Negative pcr & lateral flow tests same day.

Event description:
User reported false positive result. Negative pcr & lateral flow tests same day.

Manufacturer narrative:
Report required by FDA for eua. Eua #203011. User report to FDA: mw5105458.